Event description:
Lost tooth [tooth loss]. Gums torn [gingival injury]. Toothbrush broke inside mouth - oral b manual [device breakage]. The consumer, unspecified age and gender, reported spontaneously via social media on (B)(6)2022 that they used oral-b manual toothbrush, beginning on an unspecified date, and the toothbrush broke inside their mouth. They experienced a lost tooth and torn gums. Treatment details: unknown. Relevant history: none reported. Concomitant products: none reported. Product taken previously: unknown. The event outcomes were unknown. The case outcome was unknown. No further information was provided.

Manufacturer narrative:
The reporter informed the company that the product has been discarded.